Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered the pump electronics. The resulting short circuit damaged the pump electronics and led to the a not confirmable e8 error message. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt). The patient replaced the battery and the device again displayed e8. The patient could not clear the error because the check button on the device was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.